Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on 7/10/2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. A lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one tri-funnel 20f was returned for evaluation. Visual evaluation was performed. A rupture was noted on the balloon at approximately 2.3cm from the proximal end of the distal tip. Blood and residue were noted throughout. The balloon break was found to have both longitudinal and circumferential components. In addition, two electronic photos were reviewed by ken moake (bdpi field assurance engineer). The photos show a tri-funnel device. In both photos, there is a very discolored portion of the balloon which appears to be torn. The investigation is confirmed for a balloon burst. Although a definitive root cause could not be determined, balloon nicking which propagated and over-inflation, including accidental addition of feeding/medication to the balloon, could have potentially caused or contributed to the reported event.

Event description:
It was reported that the catheter allegedly dislodged and fell out of the patient. There was no reported patient injury.